Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the smartsite extension set malfunction, does not infuse, rn attempt to tighten and adjust, multiple extension sets used.